Event description:
Customer performed a blood glucose test and received a result of 236mg/dl, they took 1 unit of humalog. They felt as if they were having low blood sympotms and called an ambulance. When paramedics arrived they tested and received a result of 84mg/dl. A test was performed on the customers device and the result was 222mg/dl. The customer was given a glucose drip. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.